Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing intermittently. Reportedly, the customer primed the air out of the tubing successfully. Customer's blood glucose reached 330 mg/dl.